Event description:
It was reported that the patient experienced a "loss of therapeutic effect." It was further reported that the loss of effect occurred the night prior to report. The patient reported that he was lying with his back against the wall, with "some pressure on his implantable neurostimulator (ins)." The patient noted that while turning on his ins to his program a setting, he was "able to feel stimulation in his left leg and left side of his back" and was unable to feel stimulation in his right leg and right side of his back. The patient reported that programs b and c both performed "typically" and noted that each program regularly affected the left side of his body only. It was stated that the patient had an appointment with his health care provider scheduled for (B)(6) 2013. A supplemental report will be filed if additional information becomes available.

Event description:
Additional information was received which reported that the patient received assistance from his healthcare provider (hcp) or manufacturer's representative on (B)(6) 2013 and his concerns were resolved.

Manufacturer narrative:
Product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was noted that the patient had been feeling pain.

Manufacturer narrative:
(B)(4).